Event description:
In this case, it was reported that the tricuspid valve was explanted after an implant duration of approximately 1 year and 8 months due to prosthetic valve endocarditis. Per the op report, "the patient is a (B)(6) gentleman who has been readmitted with evidence of endocarditis with a tricuspid valve previously endocarditis where the native valve had been just destroyed, was replaced with a perimount valve in 2011 (subject device), had had done well for a period of time and suffers from ivda and infection resultant was very prominent. The vegetations were somewhat obstructive, in fact of the orifice of the tricuspid valve. The patient was treated with antibiotics for several days, but because of the large mobile vegetation, it is danger for serious pulmonary embolus, was a concern. After discussion of risks and benefits including enrolling in a rehab program directly from hospital, he wished to proceed [redo tricuspid valve replacement]... The redo sternotomy was performed without difficulty and the patient, once on bypass, the tricuspid valve was readily exposed and removed along with a large vegetation intervalvular and floating well above the valve on the echo into the right atrium from the rv. The entire valve was removed along with any associated infected material and irrigation and then valve 31 was seated readily and easily and beating heart closure was carried out, and the patient was instituted a pacemaker lead with good sensitivity in the right atrial bipolar steroid eluting leads and the screw in single unipolar and the ventricular lead at the base of the diaphragm. There was good r wave and low 0.8 capture of the ventricle. The patient was weaned from bypass with the internal pacemaker and to avoid external contamination, no temporary leads were placed. He was closed and brought to the intensive care unit."

Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the device was discarded by the hospital; therefore, the root cause of this event could not be confirmed. However, the op report documents this patient having a history of IV drug abuse, which was likely the cause of his infection. No further actions are possible with the available information.